Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic wire extending the full length of the fallopian tube') and device dislocation ('left fallopian tube metallic wire not found within the lumen') in an adult female patient who had essure inserted. The patient's medical history included leiomyoma, adenomyosis, nabothian cyst and hemorrhagic ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic wire extending the full length of the fallopian tube') and device dislocation ('left fallopian tube metallic wire not found within the lumen') in an adult female patient who had essure inserted. The patient's medical history included leiomyoma nos, adenomyosis, nabothian cyst and hemorrhagic ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.